Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument suddenly stopped working, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a damaged blade. The blade exhibited mechanical indentations. The instrument was connected to an in-house harmonic ace generator and an error message was observed. Further investigation found that the teflon pad was damaged on the clamp arm and a piece measuring approximately 0.135" x 0.116" in size was missing and was not returned. A review of a provided image was performed and showed no visible damage to the instrument tip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument suddenly stopped working and the system prompted the customer to change the instrument. The customer removed the fractured part of the instrument completely and no fragments remained in the patient. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.